Event description:
Approx six minutes before the end of a routine hemodialysis treatment, the pt complained of stomach cramps. The treatment was discontinued. The operator observed an external blood leak from the filter at initiation of rinseback. Estimated blood loss was 500cc. Pt was given an unk volume of saline for a decrease in blood pressure. Later that day, pt continued to complain of abdominal pain and chills and was advised to go to the ed. Labs in ed were hb 8.8, k 3.1; repeated one hour later, hb 7.1 and k 3.0, bilirubin 6.2. Pt was hospitalized and received 500cc lactated ringers and 1 unit of prbcs. Vital signs t-97, hr 100, and bp 176/102. On (B)(6) 2012, he was transfused another unit of prbcs. Pt was discharged from the hospital on (B)(6) 2012.

Manufacturer narrative:
Inspection of the returned dialyzer identified a crack in the arterial header cap. Device history record review of the dialyzer and component lot indicate all quality control acceptance criteria were met prior to release. There have been no similar problems reported for this lot of dialyzers. The root cause investigation is ongoing. A f/u report will be submitted upon completion of the investigation.